Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that at a one year routine examination following intraocular lens (iol) implant surgery, she saw that the pt's lens was full of something that appeared to be vacuoles inside the lens material. At the time of her examination, the surgeon noted the pt had a retinal detachment, so the surgeon could not tell if the vacuoles were affecting the pt's vision. The surgeon reported she was not the operating surgeon and was not sure if the retinal detachment occurred before or after the implant procedure. In a follow up with the surgeon, she reported that she noticed particles of dust incorporated in the iol. Additional info has been requested.